Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) removal difficulties and a guide wire tip detachment occurred.the 80%-90% stenosed lesion was located in the severely tortuous and calcified distal right coronary artery (rca). The mailman 182cm guide wire was used for "back-up support" with another manufacturer's guide wire with "some resistance" noted on advancement. Another manufacturer's stent was deployed at the lesion. The mailman guide wire was "trapped" by the deployed stent. While attempting to remove the guide wire, 9-10cm of the guide wire tip detached inside the patient. The detached tip remained in the patient secured to the vessel wall by the deployed stent. No further injuries or complications were reported. The patient status is listed as stable.

Manufacturer narrative:
(B) (4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).